Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2021.

Event description:
It was reported that there is a bead present on the sheath. A 3.00 x 20 synergy ii drug eluting stent was opened and the product presents a bead on the sheath, causing blockage to the guidewire.

Manufacturer narrative:
B3: date of event - estimated based on aware date of (B)(6) 2021. Device evaluated by MFR: a 3.00 x 20 synergy ii drug eluting stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. Examination of the tip found no damage to the tip. The shaft polymer extrusion including the distal and mid shaft sections were examined and tactile examination. For visual reference purpose a synergy xd catheter batch (3.50/16mm lot 26768345-037) was used to compare reference mid shaft bond and complaint midshaft bond. Mid shaft bond od equals1.25mm to 1.26mm measured for reference. The mid shaft bond was deemed not acceptable as per visual standard uv midshaft bond bulge. The complaint device was loaded onto a 0.014 inch guide wire with no issues. No other issues were noted with the device.

Event description:
It was reported that there is a bead present on the sheath. A 3.00 x 20 synergy ii drug eluting stent was opened and the product presents a bead on the sheath, causing blockage to the guidewire.